Event description:
A malfunction was reported with the pump, although no notable events occurred prior to this issue. There was no adverse impact to the customer¿s blood glucose level, keeping within normal range. The customer was instructed by technical support to use multiple daily injections as a backup therapy to ensure continued insulin delivery and was sent a replacement pump with updated software. Instructions were provided for returning the malfunctioning pump, and the customer understood and acknowledged these directions.